Manufacturer narrative:
Additional information was received that the physician was not sure if the patient's pain after the revision was procedure related. There was no change in patient's weight.

Event description:
A report was received that the patient experienced pain at the pocket site that radiated to her left hip. The patient underwent pocket revision wherein the generator was moved to the other side, superior, and a little more lateral than it was previously placed. Nothing was explanted or replaced. Nothing was prescribed to the patient.

Event description:
A report was received that the patient experienced pain at the pocket site that radiated to her left hip. The patient underwent pocket revision wherein the generator was moved to the other side, superior, and a little more lateral than it was previously placed. Nothing was explanted or replaced. Nothing was prescribed to the patient.

Manufacturer narrative:
Additional information was received that the patient was still experiencing pain on the left side after the revision. It is a pain that started after implant which the physician believed to be non-device related but musculoskeletal related. The patient's stimulation was doing well.

Event description:
A report was received that the patient experienced pain at the pocket site that radiated to her left hip. The patient underwent pocket revision wherein the generator was moved to the other side, superior, and a little more lateral than it was previously placed. Nothing was explanted or replaced. Nothing was prescribed to the patient.